Manufacturer narrative:
Evaluation was completed and the reported condition of the failure code 570 was confirmed. The review of the battery history revealed that the pump had 2 battery discharges below alarm threshold, causing the failure code 570. Review of the complaint history reveals similar reports have been received for this product for the reported issue. There is a CAPA mdq-CAPA-132 open to document and evaluate this issue.

Event description:
Reported an infusion pump with depleted battery / failure code 570. The event was reported to have occurred during biomed testing. According to the hosp rep, no pt injury or med intervention has been reported.